Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun (02)" no longer applies but cannot be removed. H6 additional investigation type: 4410. Corrections in h3. Additional information in d4: UDI number and expiration date, h4, and h6: component, investigation type, findings, and conclusions. Inspection the articulating surface of the polyethylene insert showed machining marks, burnishing, pitting, deformation, discoloration, and multidirectional scratches. The superior and inferior endplates had evidence of damage consistent with impingement. The analysis showed minor deformation/gouging near the edges of the notches on the poly core, but no major deformation. The sales rep also provided a photo of the explanted poly core next to an unused poly core, which showed that the notches are still roughly the same size as they were initially. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a surgeon conducted a revision surgery to remove a mobi-c cervical disc due to structurally defective notches in the poly core that wore so they were 2x the normal size resulting in a 30% spondylolisthesis. The implant was replaced with a competitive disc.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a surgeon conducted a revision surgery to remove a mobi-c cervical disc due to structurally defective notches in the poly core that wore so they were 2x the normal size resulting in a 30% spondylolisthesis. The implant was replaced with a competitive disc.

Manufacturer narrative:
Corrections in a1: gender, b7, d1, d4: catalog number and lot number, and g1. Additional information in a1 and d6b. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a surgeon conducted a revision surgery to remove a mobi-c cervical disc due to structurally defective notches in the poly core that wore so they were 2x the normal size resulting in a 30% spondylolisthesis. The implant was replaced with a competitive disc.